Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal exception error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal exception error occurred on one machine. A field service engineer (fse) found that the matrix drawer 1 in the auxiliary was causing issues with all the drawers, attempted to replace the controller with apart from inventory, but the part appeared to be faulty. All other drawers in the station were functioning properly, while matrix drawer 1 in the auxiliary had failed. The solenoid and controller board were replaced, and all components passed testing using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal exception error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.